Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed motor error. The customer's blood glucose at the time of incident was 375mg/dl. The insulin pump passed displacement test. The displacement test and manual prime were successful and motor alarm did not occur. Advised the customer to call back, if they continued having issues with the insulin pump. Also, the customer received a battery out limit alarm, which declined to troubleshoot. The customer is concerned about inserting manually and the insulin pump not knowing how much insulin is needed. She will suspend insulin pump until blood glucose is normal. The customer stated she was 600mg/dl and treated with manual injection and is now 540mg/dl.